Event description:
It was reported that a staff member slipped while wearing the shoe cover. She fell and dislocated her shoulder.

Manufacturer narrative:
It was reported that a staff member fell while wearing the show covers and separated her shoulder. She is out on medical leave. The shoe cover involved in the alleged incident was not returned for evaluation. Instead, two unused shoe covers were returned. The shoe covers were not from the reported lot number but rather from two different lot numbers. We are unable to confirm the issue with the info and samples provided. Based on the injury that resulted from this incident, an MDR is being filed.